Manufacturer narrative:
It was reported that the device was explanted on surgery on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted 20 january 2020.

Manufacturer narrative:
This report is submitted on december 4, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.